Event description:
Patient presented to the physician with pain, swelling, and infection at the chest incision site. Physician brought the patient into the or and flushed the ipg and pocket. Patient presented back to the physician with infection at the chest site. Physician brought the patient into the or and removed the entire inspire system.